Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23149. It was reported during surgical intervention to explant and replace the patient's ipg on (B)(6) 2015, (reference MFR. Report#: 1627487-2015-23147) the patient's leads were also explanted and replaced with another model, due to ineffective stimulation. The patient's issue has now resolved.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23149.

Manufacturer narrative:
Results: stimulation lead-a segment. The report of invalid impedance was confirmed. Analysis of the returned lead identified fractures in the stimulation end portion of the lead that corresponded to the proximal end of a lab swift-lock anchor. It was concluded that the fractures in the lead were consistent with an over stress condition the lead was subjected to while still in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.